Manufacturer narrative:
Consumer does not want to return syringe. No return is anticipated. Complaint history check run on the lot reported yielded no other complaints against the lot. Will continue to monitor.

Event description:
Consumer called to report sticking herself with a needle when she was taking the shield off. She has very poor vision and was stuck by the "other" needle on the syringe. She pulled it out and applied neosporin, she went to the ER because she felt she was getting infection. They put her on antibiotics.